Manufacturer narrative:
Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food."

Event description:
Reported event of "tube obstruction problem " found in following journal article: "laparoscopic adjustable gastric banding (lagb) with gastric plication: short-term results and comparison with lagb alone and sleeve gastrectomy," surgery for obesity and related diseases, vol 11, no. 1, pp. 125-130. Date of publication: 01/01/2015. Authors indicate the pt "had a tube obstruction problem 7 months later when trying to adjust the band. The problem was resolved by a local operation."